Event description:
It was reported that the cartridge was not fitting properly on the pump, as it felt loose and angled outwards. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.